Event description:
It was reported that the spring wire guide unravelled during the catheter insertion procedure. A minor cut-down procedure was required to remove the spring wire guide. There were no pt complications.